Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving gablofen (2000mcg/ml at an unknown dose) via an implanted infusion pump. The indications for use included intractable spasticity and head/brain injury. It was reported that the patient's father contacted the hcp upon hearing an alarm. Upon interrogation, it was noted that the patient had hit low reservoir alarm three days prior. It was indicated that a refill was missed. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was refilled on (B)(6) 2019 by the hcp in the office. The patient did appear to have a slight increase in upper extremity spasticity but otherwise no withdrawal symptoms. The new refill date was noted in the chart and the appointment was given to the patient's father. No surgical intervention occurred or was planned. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.